Event description:
Info received indicated the valve was retrieved due severe aortic insufficiency. Product inspection at explant, noted a hole present in the belly of one cusp. The device was replaced with no initial pt complication reported. Subsequent event info shows the pt did well for 48 hours in the post-operative period. Then per the operative report cardiac arrest occurred scondary to fulminant respiratory infection and possible severe systemic sepsis and the pt expired. The hcp indicated the pt death was not related to the medtronic valve.